Manufacturer narrative:
A replacement pump was sent to the customer. Multiple attempts were made by a medela clinician to follow up with the customer, but they went unanswered. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 06/20/2017, the customer alleged that she was experiencing pain while pumping with her pump in style breast pump. The customer reported that she had mastitis around (B)(6) 2017, for which she took a 10 day course of antibiotics. The customer also stated that she developed another case of mastitis on (B)(6) 2017, for which she is currently taking a 10 day course of an antibiotic. The customer exclusively nursed in between these bouts.